Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient stated that she forgot to return the piston rod before attempting to insert a new insulin cartridge into the infusion device and insulin was pushed from the cartridge into the insulin compartment. She then attempted to remove the insulin cartridge from the infusion device and the plunger of the cartridge became stuck on the piston rod of the infusion device causing the remaining insulin to spill into the cartridge compartment. The patient was instructed on the proper technique for removing the insulin cartridge. The patient was advised to allow the infusion device to dry overnight. The patient switched to her backup infusion device. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.